Event description:
It was reported that the ventilator generated an error code and failed the internal leakage test during pre-use check (automatic function check that is run before connecting the ventilator to a patient). The error code indicates a power failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
Our field service engineer has investigated the reported issue on-site and has changed several printed circuit (pc) boards, but only two of them (dc-dc converter and the monitor (pc) board) was sent in for evaluation. The returned pc-boards were installed in a reference system for simulated use testing. When the dc-dc converter was mounted in a reference ventilator, an alarm was generated that doesn't confirm the reported failure. When reading the service report, the conclusion was that the returned dc-dc converter board was damaged during fault finding. The returned monitor board was found to be without fault. Evaluation of the received device logs confirmed the reported event. The logs also showed that the first time the event occurred was on (B)(6) 2014. Therefore, the date of event was determined to be (B)(6) 2014. Our conclusions from this investigation was that the issue occurred, but the faulty component was not received for investigation. The error was more likely traced to a hardware failure on the expiratory channel board, which was exchanged. The root cause has not been determined as a result of this investigation.

Event description:
(B)(4).